Event description:
It was reported that the rv (right ventricular) lead was explanted, following dislodgement after defibrillation testing, at the patient's one month follow-up. Repositioning was attempted, but after the lead was repositioned, high threshold readings were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned for analysis. Iit was reported that the rv (right ventricular) lead was explanted, following dislodgement after defibrillation testing, at the patient's one month follow-up. Repositioning was attempted, but after the lead was repositioned, high threshold readings were observed. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated dislodged high threshold.